Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of intraplatelet reactive oxygen species, mitochondrial damage, and platelet apoptosis after implantation of three continuous flow left ventricular assist devices: american society for artificial internal organs journal 2015; 61:244¿252. Doi: 10.1097/mat.0000000000000208. Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which compared intraplatelet reactive oxygen species, mitochondrial damage, and platelet apoptosis after implant of ventricular assist devices (vads). Adverse events reported included: nonsurgical bleeding, infections, stroke, systemic inflammatory response syndrome, renal dysfunction, respiratory failure, and right ventricle failure requiring right vad support. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.